Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd facsaria¿ special order eto leaked. The following information was provided by the initial reporter: "as determined through a review of the work order notes with phil severe, the waste that leaked was not mixed with bleach or a decontaminate. Addtl awareness date - 8/26/2020 (B)(4). Cause broken fitting. Work performed found waste pump had a broken fitting. Replaced with customer stock 59-10100-00s. Verified operation. Leak was not contained within instrument. Leak was waste. The source was pump fitting. The customer was not exposed to bodily fluids. The customer was not physically harm as a result of the leak. Completed cs&t and accudrop. Customer unavailable for signature. Solution comments replacing the fitting corrected the original problem. On 11may2020: (B)(4) bdb complaint coordinator, reviewed this event and after review determined that even though the additional info awareness date had 05/07/2020. There was no additional information in the case, work order or complaint that identified a reportable event. (B)(4) reviewed wo, all info present. On 08may2020 per fse, "leak was not contained within instrument. Leak was waste. The source was pump fitting. The customer was not exposed to bodily fluids. The customer was not physically harm as a result of the leak. " "yes, the customer mixes bleach with there waste container" (B)(4) reviewed, pending wo material no: 650110 serial no: (B)(4). It was reported that there are large puddle of fluid on the floor inside of the hood. Date received for intake: 07-may-2020. (B)(4). Is instrument assurity linc enabled? No customer problem: large puddle of fluid on the floor inside of the hood. "Steps taken with customer/troubleshooting: caller reports a large puddle of fluid on the floor inside of the hood. Caller cannot detect any odor. The fluidic cart is also inside of the hood. Cts suggested caller disconnect bulk reagent tanks as well as the main system power cord until notified otherwise by fse. System is down. " next steps (if necessary): dispatch fse. Are you using this product for clinical diagnostic tests? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? (B)(4). List of parts shipped (include foc): n/a. RMA required? N/a. Was there a fluidic leak or spill? Yes. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes. What was the fluid that leaked/spilled? Unknown. What is the source of leak/spill? (Waste or non-waste line). Unknown. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. (B)(4). Caller reports a large puddle of fluid on the floor inside of the hood. Caller cannot detect any odor. The fluidic cart is also inside of the hood. Cts suggested caller disconnect bulk reagent tanks as well as the main system power cord until notified otherwise by fse. System is down."